Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The vessel sealer extend was visually inspected and found a spring dislodged at the base of the knife cable return. The knife cable was retracted and returned to its exposed position. The instrument was found to have dislodged blade. Visual inspection showed that the blade was exposed outside of the blade garage 0.614". The knife slot measurement was 0.027". The instrument was placed on the in-house system and failed homing during initialization. The blade was manually retracted, retested and failed initialization three out of three attempts. One 22025 error was found in the instrument logs.

Event description:
It was reported that prior to the start of a da vinci-assisted hysterectomy - benign surgical procedure, the vessel sealer extend (vse) instrument was observed to have an exposed blade. Use of the instrument was discontinued, and it was replaced with a backup. The procedure was completed using the same system. No known impact or patient consequence was reported.